Event description:
Pt reported obtaining back-to-back blood glucose results, of 263 mg/dl and 129 mg/dl and of 240 mg/dl and 64 mg/dl on the advantage test system. Pt took 70 units instead of his normal 80 units of novolin insulin based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.